Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the power of the air on the evis lucera elite gastrointestinal videoscope was weak. The intended procedure was completed with a similar device. No patient injury or procedure impact reported. The scope was not used on any other patients after the issue was detected. The customer was not aware there was foreign material in the scope. The clog occurred during the previous procedure. During the evaluation of the device, it was noted foreign material was coming out due to blockage of the channel due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of the foreign material was coming out due to blockage of the channel due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The angulation in the up direction was out of standards due to a worn angle wire. The gap of the up/down knob was out of standards due to a worn angle wire. Liquid leaked due to a scratch at the distal end. The condition of light guide bundle was not good. The light guide lens was broken. The adhesive part of the bending section cover was broken. There was a crumple at the connecting tube. The adhesive of the light guide / charge-coupled device lens was worn out. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2, e3 and g2. Additional information was received regarding the customers reprocessing steps. The customer inspected the instrument channel by inserting the endotherapy accessory through the biopsy valve prior to the procedure. The customer performed pre-cleaning the scope immediately after procedure. The customer brushed the instrument channel. Additionally, the customer aspirated detergent solution into the instrument / suction channels and the detergent solution was removed from all channels. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material that came out of the biopsy channel was unable to be identified. Olympus will continue to monitor field performance for this device.